Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye as patient was unhappy with 2 degree residual astigmatism with a degreased distance visual acuity. Lens was explanted and replaced with a model zct225 20.0 diopter. No further information was provided. Visual acuity pre-op: sc 20/50, visual acuity post-op: sc 20/25-2.

Manufacturer narrative:
Device available for evaluation; device returned to manufacturer. Device evaluation: the returned sample was received september 19, 2019. The complaint product was received in a plastic bag. Visual inspection at microscope magnification was performed. Lubricant material residue and loose particles were observed on the lens surface. The lens was cut into pieces, which could be related to the lens removal process. Based on the conditions of the returned lens, the reported issue could not be verified and a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.